Event description:
The customer reported that the unit would freeze up during opcheck.

Manufacturer narrative:
The customer reported that the unit would freeze up during opcheck. The unit was evaluated at philips, and the failure was confirmed. The processor pca had malfunctioned. Replacing the processor pca resolved the reported issue.